Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. Analysis results revealed normal battery depletiion. (B)(4): the full lead was returned and analyzed. Analysis results revealed that no anomalies were found. Blood was present in/on the helix mechanism. It was also noted that the proximal conductor was distorted, the outer insulation was breached cut and had a cosmetic depression near the connector, and there was apparent explant damage.

Event description:
It was reported that the atrial lead dislodged and had no capture. The lead was explanted and replaced. The device prematurely depleted and was at elective replacement indication (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.